Event description:
The hospital reported that when closing the jaws of the tigerpaw system ii, the surgeon noticed that the last tooth of the jaws did not close. It was decided to remove the device and suture the heart from the inside (the heart was opened). No clinical consequence was reported following the event.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)